Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis helmer refrigerator was not detected on the bus due to a configuration issue. A field service engineer recovered the refrigerator and station application software and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator had a drawer failure, which is utilized for the storage of controlled medications. This incident resulted in a delay to patient care within the intensive care unit and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.